Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was replaced on (B)(6). After the replacement the patient had good stimulation and pain relief. The patient was doing well.

Event description:
It was reported that there were high impedances, stated to be greater than 10000 ohms. This was seen on electrodes 3-6. The patient had good therapy on the leads. The patient¿s implantable pulse generator (ipg) was going to be replaced in the future. Additional information received reported that the ipg was explanted and replaced due to the age of the device. Follow-up was performed to determine if the high impedances had resolved with the replacement. This event will be updated if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomaly.